Event description:
The hcp reported the pt felt mild overdose symptoms after a refill session where the flow rate was adjusted. The hcp reported "several phone calls/discussion with patient." No device troubleshooting was required or performed. The patient is reported to have recovered without sequela and remained at the same dose at the clinic visit in 2006.